Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error. Specifically, inserting into a hard bone. The complaint allegation was confirmed based on the customer's attached picture, which shows a piece of the screw/implant.

Event description:
On 02/02/2024, it was reported by a sales representative via email that (2) ar-1322bcst 2.4 single loaded suturetape s-tak assy anchor broke off at the tip during insertion when drilling into hard bone. The case was completed by putting in 3.0 anchors for drilling instead with no issues. This was discovered during an unspecified procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.